Event description:
It was reported a peritoneal dialysis (pd) patient experienced difficulty disconnecting "from pd therapy " and requested assistance over the phone. It was reported that the patient was told to "cut off patient line and see the pd nurse". It was reported that the pd nurse "verified that there was some difficulty removing the patient line from the transfer set". Six days prior to this reported event, the patient "had peritonitis" and was treated with unspecified antibiotics. It was not reported if the patient was hospitalized. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B3: it was reported that the patient had peritonitis on (B)(6) 2024 and that the "event" (not specified) occurred on (B)(6), 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b1, d2, h2, f10/h6 b3: the peritonitis event occurred prior to the event of transfer set change and prior to the event of difficulty disconnecting from the pd therapy. B5:the cause of the peritonitis was not reported. Additional information: h6 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: it was reported that the patient had peritonitis ¿four days later¿ from event of separation due to the twisting of the transfer set. B5: upon follow up, it was reported that the patient presented to the clinic with abdominal pain and cloudy fluid. The patient was not hospitalized. The patient was given ampicillin (4 grams, frequency not reported) and cefepime (1 gram, frequency not reported). It was reported that the patient was treated for the event of peritonitis for 21 days. The patient recovered from peritonitis.